Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. A product sample was received for evaluation. Visual and functional testing were performed. The returned sample was visually inspected at a distance of 12? To 16? And normal conditions of illumination. No discrepancies were found. The cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. Leakage was observed coming out from a small tear in the cuff. The root cause of the reported issue was found to be cuff leakage. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that after intubating the product, the trachea was unable to be sealed successfully. Upon removal of the tube, air leaked from the cuff. No patient injury was reported.